Event description:
It was reported to medtronic minimed that the customer reported damage on inpen. The customer reported no adverse event. The event involved product(s) mmt-105nnblna. Troubleshooting was performed. Instructed customer to revert to backup plan per health care professional instructions and to place pump in storage mode. No harm requiring medical intervention was reported. Mmt-105nnblna was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Per visual inspection: broken cartridge holder, dose dial indicator is fading, and a misaligned dial. Inpen front shell stays attached with test cartridge holder. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of travel. During testing tick mark does not align in the gage window when dialing to desirable doses to pair unit. It was noted that inpen passed front cap investigation with a test cartridge holder. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.